Event description:
Pt reported experiencing elevated blood glucose (values not provided), while wearing the device. They indicated that, in spite of programming additional boluses, they were not able to successfully lower blood glucose. Additionally, they reported that there appeared to be water inside of the device's display. Pt stated that, once they switched to their back-up device, their blood glucose level returned to its normal range.